Event description:
Pt noted to have coughed up greenish fluid identified as color additive tube feeding solution. Attempt to suction feeding tube demonstrated air leak. Feeding tube removed and slit in tube noted approx. 13" from area of pink tape marked on tube.pt required pulmonary suctioning, chest x-rays.